Event description:
It was reported that when the devices were used during a hernia repair, staples were not advancing down the devices. Another device was used to complete the case. There was no consequence to the pt.